Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2026 that the patient had a low voltage alarm on (B)(6) 2026. They cleaned the copper connections and tried different battery clips and batteries. On (B)(6) 2026, the patient presented to the clinic due to several low voltage alarms. They had called over the weekend with these alarms. The copper connections were cleaned and the batteries and battery clips were changed. Alarms had since decreased. Upon inspection, two of the battery clips had damaged copper. The patient was given new battery clips. No other alarms were observed. It was confirmed there were no adverse patient consequences. On (B)(6) 2026, the patient called with additional low voltage alarms. It was reported that these occurred while on the mobile power unit (mpu) and on battery power. No power outages were reported and the mpu was in good working condition. The primary system controller was exchanged to the backup controller, and the patient was provided a new backup controller. Upon review, log files captured intermittent indications of a weak connection between the batteries and battery clips on (B)(6) 2026 which caused low power events. The log files did not capture any instances when the patient was connected to the mpu. It was also noted that the patient's original primary controller was around 3.5 years old.